Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown error alert occurred. The sensor was inserted into the arm which is off label usage of the device, on (B)(6) 2020. Data was evaluated and the allegation was confirmed. The probable cause was determined to be sensor noise under one hour. The product performed within specification and the complaint allegation falls within expected performance. In addition, a transmitter failed error was found in connection to the reported. The reported event of an unknown error alert is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.